Event description:
On (B)(6) 2025, the user reported the sleep/wake button was inconsistent, sometimes failing to turn the screen on. The issue has worsened over the past month. No damage was observed, firmware was current, and the user performed a restart. Blood glucose was not affected. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.